Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to atrial arrhythmia burden. Review of stored episodes of atrial tachy response showed possible intermittent loss of left ventricular (lv) capture (functional or actual). The most recent lv auto threshold result was 2.7v and output was fixed at 3.5v. The most recent manual lv threshold was 3.3v on 31 may 2023. Technical services recommended in-clinic assessment of the device system. The crt-d remains in service and no adverse patient effects were reported.